Event description:
It was reported that during a low anterior resection procedure, the device was "clicking" as dial was being turned. After the firing was completed the leak test was done and failed. The staples appeared open and "misshapen." The case was completed with a endocutter device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Photograph a photograph of two staples were received. Upon review, the staples do not appear to have the same dimensions could be due to the picture angle but it appears they are from different devices. Since the staple forms have been distorted a determination if the staples are in fact from this device may have not properly contacted the anvil. Based on the photographic evidence alone it cannot determine what may have contributed to and/or caused this event.